Manufacturer narrative:
Inspected one opened or used sensor. We performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 193 mg/dl and the sensor glucose level was 57 mg/dl at the time of the incident. The customer reported calibration errors and insulin pump suspending every half hour all night long. The customer did troubleshoot the issues. The sensor will not be returned for analysis.